Event description:
It was reported the pump battery was depleting rapidly, resulting in the pump shutting down. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. Troubleshooting indicated the pump battery was depleting normally based on the customer's settings and usage.